Manufacturer narrative:
Results: related to operational context. Inherent risk of procedure. No results available since no evaluation performed. Conclusions: inherent risk of procedure. Related to operational context. (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 13th to 15th proximal segments were raised and deformed.

Manufacturer narrative:
Results: deformation problem.

Event description:
Physician was attempting to advance an endeavor resolute drug-eluting stent to a moderately calcified lesion with 75% stenosis in the lad with excessively tortuosity but the stent was deformed during positioning. Lesion was predilated. Device was removed and the patient was treated with another stent. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).